Event description:
It was reported that stent damage occurred. A 3.50 x 12mm synergy xd drug-eluting stent was advanced but failed to cross the lesion and was further confirmed that the stent strut was lifted on the distal side. The procedure was completed with another of the same device. There were no patient complications nor injuries reported.